Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks and their pacing was disorganized. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited failure to sense, loss of capture, and noise. It was also noted that the patient received inappropriate anti tachycardia pacing (atp) and shocks. Chest x-rays were performed showing the rv lead had pulled back. The rv lead was explanted and replaced on (B)(6) 2020. The patient was stable throughout.